Event description:
It was reported that patient presented at clinic due to ventricular oversensing on their implantable cardioverter defibrillator (ICD). It was suspected that the over-sensed source was noise. No intervention has been performed. Patient condition was unknown.